Event description:
It was reported that during the implant procedure, after the lead was placed, it was noted that the suture sleeve was missing. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.